Event description:
It was reported that customer received a motor error alarm. Alarm history showed motion sensor test failure alarm and a motor position encoder error alarm. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. No a35 alarm noted and no e70 alarm noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.